Event description:
Received report that the tubing leaked chemotherapy inside the pump chamber. There was no report of pt harm and no medical intervention required.

Manufacturer narrative:
(B)(4). The set has been received but the eval has not begun. A f/u report will be submitted with failure investigation results once the eval is completed.